Event description:
It was reported that catheter stuck and degloving of hydrophilic on guidewire occurred. A zipwire and an angiojet solent omni catheter were used for thrombectomy procedure. During the procedure, a serum leakage was noticed through the catheter. The wire got stuck on the catheter and degloving of the hydrophilic cover of the guide was observed when it passed for removal. The procedure was completed. No further complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the product was returned consisted of an angiojet solent omni catheter. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually examined for damage or any irregularities. The device showed multiple bends and kinks. Functional testing was competed by inserting the pump into the ultra drive unit console. The pump and device primed, and the device was run for a period of 90 seconds in the thrombectomy mode. The devices pressure was within the normal range. There were leaks from the damaged areas of the shaft. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities.

Event description:
It was reported that catheter stuck and degloving of hydrophilic on guidewire occurred. A zipwire and an angiojet solent omni catheter were used for thrombectomy procedure. During the procedure, a serum leakage was noticed through the catheter. The wire got stuck on the catheter and degloving of the hydrophilic cover of the guide was observed when it passed for removal. The procedure was completed. No further complications were reported.